Manufacturer narrative:
Pump received with flashing medtronic logo with audio alert. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing medtronic logo. Unable to test for pump error 4 due to flashing medtronic logo. Unable to download history files/traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection. Found corroded electronic assembly and moisture damage on the motor. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded/peeling/stained serial number label and pillowing keypad overlay. Unable to perform the history review 2 days prior to the 09-jul-2025 due to flashing medtronic logo. Unable to perform the required tests due to flashing medtronic logo. Flashing medtronic logo with audio alert was confirmed during analysis due to corroded pcba 2. Alarm-audio/vibrate anomaly/absence of alarm confirmed. Alarm-a318-pump error 4 unknown. Damage-moisture confirmed. Upload error confirmed (unable to download history files/traces using thump due to flashing medtronic logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm.), exposed to moisture, beeping, and a blinking medtronic logo on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the home screen did not appear on the display. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.